Event description:
It was reported to boston scientific corporation that a pneumatic inflator was attempted to be used during a dilatation procedure performed on an unknown date. During the procedure, the device was used in an attempt to inflate an achalasia balloon. The balloon did not inflate, and did not show any pressure change. The procedure was completed with another pneumatic inflator. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation findings of gauge reading inaccurate. Please see block h11 for full investigation details.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0902 captures the reportable investigation result of gauge reading inaccurate. Block h11: investigation results the returned pneumatic inflator was analyzed, and a visual inspection found that the gauge indicator pointing below zero. During functional testing, the inflator was able to inflate a balloon and maintain inflation, however, the indicator remained below zero. Upon disassembling the handle, it was observed that the spring had shifted from its original position and caused the indicator to point below zero. Once the device was repaired, the inflator read the pressure accurately while inflating the balloon. No other problems with the device were noted. The results of the analysis performed on the returned device found that the inflator was able to inflate a balloon and maintain inflation, however, the indicator remained below zero. Based on all gathered information, the probable cause code selected for the gauge reading inaccurate problem found is cause traced to component failure, which indicates that the problem is a random or expected problem of the device component, in this case the spring shifted from its position.